Event description:
A pt reported blood glucose results of 167 mg/dl and 123 mg/dl with a lifescan meter, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or <=20mg/dl, thereby indicating a potential malfunction of the meter in terms of precision. The pt retested and obtained blood glucose results of 111 mg/dl and 103 mg/dl. Customer service was unable to perform troubleshooting because the pt's control solution had expired.